Manufacturer narrative:
A unit has not been returned for review. Therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch# 8789987 found that the device met its material, assembly and product specifications, at the time of release to distribution.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a balloon burst and a dissection occurred. Access was gained via the right femoral artery (rfa). Angiography was performed on the left coronary artery (lca) and revealed a lesion in the proximal circumflex (cx) that was 80% stenosed. The left anterior descending (lad) artery appeared to be significantly diseased and 70% stenosed. The segment of disease was long and diffuse. Next the cx was easily accessed with a guide wire. The vessel was pre-dilated using a maverick 2.00x9.0mm balloon at 14 atms and a taxus liberte 2.75x24mm drug eluting stent (des) was positioned over the cx lesion and deployed at 18atms. The result looked excellent. A guide wire was then advanced to the lad without difficulty. The vessel was pre-dilated using a maverick 2.50x20mm balloon. A taxus liberte 2.75x32mm des was advanced in the vessel, but could not be positioned far enough across the lesion and therefore further dilatation was necessary using the same maverick balloon at 12 atms. Another unsuccessful attempt was made to position the stent and agina the vessel was dilated with the maverick balloon. Ultimately, the balloon burst at 14 atms and was accompanied by st elevation, as an occlusion and dissection of the lad beyond the level of the balloon occurred. The occlusion was cleared by using a new maverick 2.00x15mm balloon and a "daughter effect" technique. There was no obvious presence of blood in the pericardial space in real time. Another inflation of the severely stenosed lesion (distal end) was performed using a quantum balloon at 18 atms. The taxus liberte 2.75x32mm des was then advance to the lesion site, but could not be advanced into the area of dissection beyond the lesion. The stent was deployed at 10 atms. The placement of the stent looked excellent although the area of dissection remained compromised with filling defects. A further inflation with the quantum 2.50x20mm balloon was performed at 10 atms for 60 seconds. This did not help treat the dissection. With some difficulty another taxus liberte 2.50x8.0mm des was advanced through the previously placed stent to the dissection site. The stent was overlapped with the first stent and deployed at 10 atms. The balloon was pulled back slightly and then a further inflation at 20 atms was performed. The patient was returned to her room well and pain free. Approximately an hour and a half later, the patient was hypotensive although not cold and clammy. An echocardiogram demonstrated significant pericardial fluid present. The patient was treated with protamine. A pericardial cenntesis was performed using a pericardial pigtail catheter. Approximately 200ml of blood was withdrawn. The pigtail catheter was left in the pericardial space connected to a drainage bag and the patient was then transferred to a different facility. It was anticipated that the tube would be withdrawn within a few hours providing there is no evidence of further bleeding. No further complications were reported. The patient was advised to remain on plavix for six months.